Event description:
It was reported that during a case the tip of the unit broke off and fell into the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.